Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8325614. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples were visually examined and no deformities were found on the catheter tip. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a defective catheter occurred before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "(B)(6) 2019, before the nurse performed a veni-puncturing on the patient, the examination found that the front end of the soft indwelling needle was deformed, which was replaced in time."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter occurred before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "(B)(6) 2019, before the nurse performed a veni-puncturing on the patient, the examination found that the front end of the soft indwelling needle was deformed, which was replaced in time."